Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and an error in the motor detected by reading unexpected value from hall sensor alarm. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. Insulin pump had cracked battery compartment also. Customer was able to clear the alarm but unable to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.